Event description:
Meter does not power on when test strip is inserted into the meter. Patient was using the correct test strip. When pressing the power button, the meter powers on. Patient went to see md to try to see if patient was able to get the meter to work. At the md's office, patient did not receive any treatment . Customer service had patient insert the test strip all the way into the test strip port and meter still does not power on. Customer service was unable to resolve the issue and sent patient a new meter.